Event description:
A generator was explanted and returned for product analysis. Product analysis was completed and high impedance was noted in the downloaded data. It was unknown whether the high impedance was seen pre-explant or post-explant as the explant date was unknown. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.